Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka , we experienced deep cuts across every cut surface. Cuts were deep between 1.3 and 2.4mm. No red was displayed on the bone preparation screen only white. During trialing the leg was 10 degrees of hyperextension despite planning a max gap of 19mm in extension. Poly thickness increased to a 11mm cs insert and gaps were 18 resting hyperextension of only 3 degrees. Case completed.

Manufacturer narrative:
Reported event. An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results .-product evaluation and results: arrived onsite and completed pre-surgery checks. Auto arm failed both sides. Robot was inspected and j4 structural cover screws were loose. Tightened screws and completed inspection of robot. Performed kincal both sides and confirmed auto arm accuracy passes on both sides. Completed full pre-surgery - system ready for clinical use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows the robot was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by auto arm failure on both sides as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During a mako tka , we experienced deep cuts across every cut surface. Cuts were deep between 1.3 and 2.4mm. No red was displayed on the bone preparation screen only white. During trialing the leg was 10 degrees of hyperextension despite planning a max gap of 19mm in extension. Poly thickness increased to a 11mm cs insert and gaps were 18 resting hyperextension of only 3 degrees. Case completed.